Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, a 'bakri tamponade balloon catheter' was used for treatment of postpartum hemorrhage [pph] after a cesarean section. The balloon was placed transabdominally and was found to leak. It was removed and the bottom of the balloon was found damaged. The estimated total blood loss was 200ml. The balloon was immediately replaced, and the procedure was successfully completed. The patient was hemodynamically stable; no additional blood loss occurred after the device failure. The device was not handled by or in the proximity of any metal tools (i.e., forceps or suture needles) that may have damaged the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. A search of the device history record found no related non-conformances reported for lot 14884429. A complaint history database search showed one other related complaint associated with the failure mode for the complaint device for lot 14884429. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that this event is an indication of device issue within the entire lot. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The IFU [t_j-sosr_rev4; 'bakri postpartum balloon'] supplied with the device states the following in consideration of the reported failure mode: - 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Functional tests and visual inspection of the returned complaint device were also conducted. One, used, 'bakri tamponade balloon catheter' was returned for investigation. The complaint device was returned with blood bag and syringe attached. The blood bag was removed and discarded. The syringe was used to inflate the balloon with water, and a leak was observed at the proximal end of the balloon material where it is adhered to the tubing. Cook has concluded that the device was manufactured to specification. The complaint was confirmed based on customer testimony and evaluation of the returned device. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a 'bakri tamponade balloon catheter' was used for treatment of postpartum hemorrhage [pph] after a cesarean section. The balloon was placed transabdominally and was found to leak. It was removed and the bottom of the balloon was found damaged. The estimated total blood loss was 200ml. The balloon was immediately replaced, and the procedure was successfully completed. The patient was hemodynamically stable; no additional blood loss occurred after the device failure. The device was not handled by or in the proximity of any metal tools (i.e., forceps or suture needles) that may have damaged the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.